Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician only had two "clicks" of torque wrench when the atrial lead was being inserted into the header. Device testing was done through a programmer and all readings were normal. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.